Event description:
During the removal of the bone anchor, by the physician assistant, threaded portion of the bone anchor detached in the skull. Surgeon determined to leave the portion of the thread in the surgical site and the normal closure was completed.

Manufacturer narrative:
The device was not returned, unable to evaluate. Lot information was not provided by the initial reporter.